Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a tibial plateau leveling osteotomy (tplo) surgery on a canine, it was observed that the small battery drive device was working intermittently. There were no delays in the surgical procedure as an identical spare device was available for use to complete the surgery successfully. There was no human patient involvement as this was a veterinary procedure. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device started to run but would not continue running. Therefore, the reported condition was confirmed. It was further determined that the triggers were jammed. The assignable root cause was determined to be due to worn components from normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.